Event description:
Carefusion's business partner reported that the therapist at the hospital (B)(6) reported that the ventilator was alarming "not ventilating" while on a pt and that the pt died. Mode of ventilation = prvc a/c. Breath rate: 16. Tidal volume: 0.60. Insp. Pressure: 1.10. Peep/CPAP: 10. Sensitivity/flow trigger: 3.0. Fio2: 90%.

Manufacturer narrative:
(B)(4). Carefusion has requested further info from the business partner in (B)(4) regarding the reported pt event. Carefusion has also requested info from the business partner regarding performance eval of the ventilator device as a result of this reported event. As of this report the business partner has not provided add'l info. A follow up report will be submitted to the FDA if further info is received for the reported pt event and device.